Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. (B)(6). Sex = (B)(6) =female and (B)(6) = male.

Event description:
The customer reported a falsely decreased platelet (plt) reading on a known cml patient ((B)(6)) on the cell dyn ruby analyzer. The results provided were: ruby plt = 1.37 / mindray's impedence counter = 70k which closer matches the manual count. The customer also reported on a different patient ((B)(6)) a hemoglobin result of 5.86g/dl from the ruby / different site same day = 9.6g/dl. There was no reported impact to patient management.

Manufacturer narrative:
A review of product historical data did not identify any trends or similar complaints for the customer's issue. The analytical measurement range (amr) for the cell-dyn ruby analyzer for wbc is 0.0 to 246.8. The initial chronic myeloid leukemia patient's wbc result (sid002) on the cell dyn ruby was 288, which was above the analyzer's amr. The diluted sample generated wbc of 135 10e3/ul and if multiplied by 2, would result in 270, also above the amr. The sid002 generated a low plt result of 1.37 10e3/ul from the cell dyn ruby which may have been due to the low mcv result of 72.0fl. During the impedance counting in the reference instrument (mindray), the low mcv may be causing an issue in separating the small rbc and the large plt resulting in an overestimated plt count. The hemoglobin discrepancy with sid056 could possibly be due to a compromised sample related to an in-vitro hemolysis. Return testing was not completed as returns were not available, therefore the cause could not be eliminated for sid056. Both issues appear to be sample related. A review of labeling was found to adequately address the issue for dispersional data alerts; operational messages and data flagging; and operational precautions and limitations related to these incidents. Based on the investigation no product deficiency was identified for the cell dyn ruby analyzer, list 08h67-01, serial number (B)(4).